Manufacturer narrative:
MFR's report date: july 02, 2014. (B)(4). The affected product has not been received. A f/u report will be submitted with investigation results should the device be returned for eval.

Event description:
Received the customer's (B)(4) report with the following description: "the nurse had placed the IV tubing into the IV pump and the tubing bubbled up like a balloon. The tubing had not been flushed. When the staff opened the door of the pump it was reading channel error. The staff changed the tubing". This occurred during a tpn infusion. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.